Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the complaint could not be duplicated or confirmed. There was no evidence of moisture inside the pump. There was some visible glue near the ir window. Unrelated to the initial complaint, the audio bolus button cover was punctured, and the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.